Event description:
It was reported that, "joint fusion of the tibial talur joint. Used a 4 hole axsos recon locking plate and attached the power drill guide, used a 3.1 drill bit to drill the most distal screw hole into the talus. Disengaged the power locking guide, inserted 4.0x30 locking screw with hand screw driver. Screw engaged until it got to the threads up ahead and then would not engage further. Screw was taken out drill sleeve were reassembled to the plate and the 3.1 drill bit was used again to be certain that the far cortex had been drilled. The 4.0x30 screw was reinserted by the hand screw driver and then by the power screw driver until it got to the thread of the heads the hand screw driver was then used again and the screw would not engage any further."

Manufacturer narrative:
Device will not be returned. If the device or additional info becomes available it will be reported on a supplemental report. Other device involved is as follows: 427034 lot unk locking reconstruction plate axsos 4 hole / l48mm 4.0mm locking.